Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f was deployed for closure in the right common femoral artery. This was the physicians third deployment and has not completed manta training. The IFU precautions the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. Vasculature was noted as 8.1-8.2mm, with minimal calcification and slight tortuosity in the left and right iliac at the bifurcation. The manta deployment depth measured 6.5 +1. No issues were observed advancing or withdrawing the procedural sheaths. During the deployment process the physician pressed down on the skin while withdrawing to the deployment depth. The physician felt he was at the correct depth, deployed the anchor; continued to withdraw the device to yellow/green, and advanced the tamper tube. The deployment steps indicated in the IFU state do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Arterial flow was present, and a second advancement of the tamper tube was held for 20 seconds. Minimal ooze continued, manual pressure was applied for four minutes, and hemostasis was achieved. Manual compression is a common clinical acceptable therapy to help induce a quicker time to hemostasis and alone does not signify a device failure. Follow-up angiogram indicated good flow, no blushing; however, the manta lock did not look well approximated to the vessel. It is likely the lock was not seated properly due to the physician pressing down - applying pressure while releasing the anchor which could push the anchor further from its intended position, creating a less optimal seal. Two days later the patient had a surgical cut down and was found to have an rp bleed. Due to insufficient information regarding these procedures, no angiograms, and no device returned for investigative purposes, a root cause for the rp bleed cannot be determined. The IFU lists precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, oozing from puncture site, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was used in a tavr case and the patient ended up in surgery after the case. Summary overview: physician pressed down on the skin when withdrawing to deployment depth. He felt he was at the correct depth and deployed the footplate. He continued to withdraw the device to yellow/green and advanced the lat (lock advancement tube). Initially there was arterial flow, tension was pulled a second time with lat advancement for 20 seconds. Minimal oozing was noted, and pressure was held for 2 minutes. Hemostasis was noted and final angio was taken. Good flow to sfa, no blushing. The radio opaque lock did not look well approximated to the vessel. 27may2021 - call with physician, and he confirmed that a surgical cut down was performed 2 days after tavr. Patient experienced an rp (retroperitoneal bleed).